Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the patient was reeducated and was said to be stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power was confirmed via log file review. The reported event of the system controller (serial number: (B)(6)) was not able to be confirmed. The controller event log file contained data spanning approximately 4 days (29nov2025 ¿ 03dec2025 as per timestamp). No loss of external power alarms were noted. Of note, several low voltage alarms were noted, but the patient appeared to change power sources appropriately. In the periodic log file, low voltage alarms were captured, followed by a loss of external power event on 24nov2025, but the controller clock did not reset, indicating that the system did not completely lose power. This sequence of events is consistent with depletion of the batteries, but due to the nature of periodic log files, the exact cause of the loss of power could not be determined. No equipment was exchanged, and the system controller did not return for analysis. Provided information indicated that the patient had fallen asleep while using battery power. It was also reported that the patient did not hear any alarms upon waking. The root cause of the reported event was not able to be determined via this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook -¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Section 3 of the IFU and patient handbook¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook -¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Section 3 of the IFU and patient handbook¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient fell asleep on battery power on their recliner. The patient said that they felt like their batteries died and their pump stopped. They stated they woke up to chest pain and replaced their batteries. The patient did not remember if their system controller was on at the time and denies hearing any alarms. Upon initial interrogation, no hazard alarms were noted. Log files were submitted for further analysis. The event log file contained a few clusters of pulsatility index events on 29nov2025 to 03dec2025. The event log also captured low power advisory alarms due to battery depletion on (B)(6) 2025. Additionally, the log event file indicated that the patient did not connect to the power module/mobile power unit in the evening of (B)(6) 2025. This suggests that the patient was sleeping on battery power. Otherwise, there were no other notable alarm conditions or parameter changes.